Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was having issues with infusion set and experienced hyperglycemia. It was reported that she changes infusion sets every three days and stated that the cannula was not going in to the body and her blood glucose level was high as 29 mmol/l. The customer treated high blood glucose with a manual injection. The customer's blood glucose level went down to 15 mmol/l. The customer was advised to replace out the infusion sets. Product is not expected to return. Additional device related incidents: insulin pump (B)(4); reservoir (308479611); infusion set (B)(4).